Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-224622 and 3004753838-2025-224622-01 were reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient was admitted to the ICU due to critical hyperglycemia from 07/21 until 07/28. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. She was brought to the emergency room (ER) by her son after experiencing persistent vomiting and a blood glucose level of 649 mg/dl, which then escalated to 800 mg/dl upon arrival to the ER. The patient was severely ill and was unable to remove her dexcom g7 sensor, which remained in place during a CT scan. Initially, the cause of her condition was unknown, prompting a series of tests until critical hyperglycemia was identified. On (B)(6) 2025, the patient called to request a sensor replacement due to the CT scan. Treatment included an IV insulin drip and promethazine 25 mg for nausea. The patient's condition has since improved, with glucose levels reduced to 399 mg/dl. She is currently at home, feeling well, still using an insulin pump, and awaiting follow-up with an endocrinologist. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient was severely ill and was unable to remove her dexcom g7 sensor, which remained in place during a CT scan." H2 correction

Event description:
The patient was severely ill and was unable to remove her dexcom g6 sensor, which remained in place during a CT scan.